Manufacturer narrative:
(B)(4). Foreign source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that during an initial left knee arthroplasty implant inserter broke and fractured part fell off into the patient. Surgery is pending to remove the foreign body.

Event description:
It was reported by the hospital that the surgeon impacted the tibial implant, and a piece from the oxford cementless tibial impactor broke off and fell into the patient during surgery. Subsequently, the surgeon reopened wound to remove the foreign body.

Manufacturer narrative:
(B)(4). The investigation is in process. Once the investigation is complete, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Visual inspection confirmed the reported event. The posterior foot is fractured. The dents on the superior handle surface and the tarnish of the instrument¿s body indicate that the instrument has been used multiple times. The blue pomalux bar becomes loose when it is picked by a finger. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the hospital that the surgeon impacted the tibial implant, and a piece from the oxford cementless tibial impactor broke off and fell into the patient during surgery. Subsequently, the surgeon reopened wound to remove the foreign body.